Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: the display was found to be dim, faded and pink. Unrelated to the initial complaint, the battery compartment was found to be cracked from the battery compartment threads to the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.